Event description:
A customer in (B)(6) notified biomerieux of the misidentification of an organism associated with vitek ms (reference 410895). The customer reported the vitek ms identified an organism as streptococcus agalactiae instead of streptococcus uberis. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
In (B)(6) 2016, a customer in (B)(6) contacted biomérieux to report misidentification of a patient isolate (streptococcus uberis) as streptococcus agalactiae in association with the vitek® ms. The vitek® 2 gram-positive (gp) identification (ID) test kit had identified the organism as streptococcus uberis. The customer stated the streptococcus ubseris identification was correct. Biomérieux internal investigation was conducted. Through comparison testing and statistical analysis of the vitek® ms result spectra, the investigation concluded the vitek® ms identification to streptococcus agalactiae was in fact the correct identification. The vitek ms performed as intended. Note: a new complaint record and medwatch report ((B)(4), medwatch 3500a 1950204-2017-00098) were initiated to document the vitek® 2 gp ID malfunction (misidentification to streptococcus uberis).